Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report was confirmed. The power switch on this unit was the old model and was faulty - this will require upgrading. Additionally, the front panel was found damaged and a scratch was noted on the top cover. A non-olympus lamp was installed and reading at 300+ hours, but measuring within range. The scope socket condition was good, as well as the fan and air pressure. It is recommended that the user replace the non-olympus lamp with an olympus model for optimal performance. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii xenon light source's power button was malfunctioning during procedure preparation. According to the initial reporter, when you push the power button, it doesn't stay closed, and instead pops back out. Reportedly, the staff was able to complete the intended procedure by changing to another unit. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the power button malfunctioning could not be identified. However, it¿s likely the cause related to the operation ability and frequency of the power switch application exceeding expectations. Olympus will continue to monitor field performance for this device.